Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit where improper or incomplete clip closure was observed confirming the complainant¿s experience. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: unk. Event description: the customer reported 4 different device malfunctions. On this occasion, a lap. Cholecystectomies were performed through our 10mm trocar. The clip applier malfunctioned immediately. Even after triggering multiple times, no clips came out of the clip applier. I am using this one for the other 3 devices. I will upload pictures of the lot-numbers and provide more information. I tried using the devices myself and I can assure that they were not working properly. One clip applier had only every second clip coming out. Another clip applier had twisted clips. Another clip applier had the clips in a "weird" position (far back) while preloading. The ca500s are used in lap. Choles and lap. Appendectomies. They opened another ca500, which worked perfectly fine. Additional information received from applied medical representative via email on 15sep25: because of [name] vacation absence and my business absence the last weeks there are no further information about all complaints, [three complaint numbers]. [Name] has tried very meticulously to find out what the malfunction could have been. Without success. He even accompanied several procedures and even tried out the supposedly defect clippers themselves immediately after the malfunction in the or procedures, without any noticeable misuse, but with the mentioned malfunction. So we cannot exclude any material problems or mistakes from our side. Until laboratory proof to the contrary, we must assume that this is a genuine complaint. As it is a very good applied customer with many years of experience, I would like to find a solution as quick as possible so as not to loose this customer. The event date is unknown. Intervention: they opened another ca500, which worked perfectly fine. Patient status: no clinical impact to the patient.

Manufacturer narrative:
Correction to h6. Device code the event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit where improper or incomplete clip closure was observed confirming the complainant¿s experience. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: unk. Event description: the customer reported 4 different device malfunctions. On this occasion, a lap. Cholecystectomies were performed through our 10mm trocar. The clip applier malfunctioned immediately. Even after triggering multiple times, no clips came out of the clip applier. I am using this one for the other 3 devices. I will upload pictures of the lot-numbers and provide more information. I tried using the devices myself and I can assure that they were not working properly. One clip applier had only every second clip coming out. Another clip applier had twisted clips. Another clip applier had the clips in a "weird" position (far back) while preloading. The ca500s are used in lap. Choles and lap. Appendectomies. They opened another ca500, which worked perfectly fine. Additional information received from applied medical representative via email on 15sep25: because of [name] vacation absence and my business absence the last weeks there are no further information about all complaints, [three complaint numbers]. [Name] has tried very meticulously to find out what the malfunction could have been. Without success. He even accompanied several procedures and even tried out the supposedly defect clippers themselves immediately after the malfunction in the or procedures, without any noticeable misuse, but with the mentioned malfunction. So we cannot exclude any material problems or mistakes from our side. Until laboratory proof to the contrary, we must assume that this is a genuine complaint. As it is a very good applied customer with many years of experience, I would like to find a solution as quick as possible so as not to loose this customer. The event date is unknown. Intervention: they opened another ca500, which worked perfectly fine. Patient status: no clinical impact to the patient.

Event description:
Name of procedure: unk. Event description: the customer reported 4 different device malfunctions. On this occasion, a lap. Cholecystectomies were performed through our 10mm trocar. The clip applier malfunctioned immediately. Even after triggering multiple times, no clips came out of the clip applier. I am using this one for the other 3 devices. I will upload pictures of the lot-numbers and provide more information. I tried using the devices myself and I can assure that they were not working properly. One clip applier had only every second clip coming out. Another clip applier had twisted clips. Another clip applier had the clips in a "weird" position (far back) while preloading. The ca500s are used in lap. Choles and lap. Appendectomies. They opened another ca500, which worked perfectly fine. Additional information received from applied medical representative via email on 15sep25: because of [name] vacation absence and my business absence the last weeks there are no further information about all complaints, [three complaint numbers]. [Name] has tried very meticulously to find out what the malfunction could have been. Without success. He even accompanied several procedures and even tried out the supposedly defect clippers themselves immediately after the malfunction in the or procedures, without any noticeable misuse, but with the mentioned malfunction. So, we cannot exclude any material problems or mistakes from our side. Until laboratory proof to the contrary, we must assume that this is a genuine complaint. As it is a very good applied customer with many years of experience, I would like to find a solution as quick as possible so as not to loose this customer. The event date is unknown. Intervention: they opened another ca500, which worked perfectly fine. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.